Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag and with the peel-off label. Unit has distal tip damage and kinks. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device body is kinked at 4.0cm and at 5.6cm approx. From the distal end; and the corewire on the distal tip fractured. All the outer diameter (od) were taken and met specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the that both samples presented evidence of tension and torsion fatigue as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor (B)(4).

Event description:
It was reported that guide wire coating issue occurred. The stenosed target lesion was located in the aortic valve. While the physician was dilating the target lesion, the mandrel of a 035/260/1 amplatz super stiff guidewire came out of the wrapping teflon. The left ventricular wall was almost pierced. The procedure was completed with this device. No patient complications were reported and the patient status was fine.

Event description:
It was reported that guide wire coating issue occurred. The stenosed target lesion was located in the aortic valve. While the physician was dilating the target lesion, the mandrel of a 035/260/1 amplatz super stiff guidewire came out of the wrapping teflon. The left ventricular wall was almost pierced. The procedure was completed with this device. No patient complications were reported and the patient status was fine.